Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the MFR¿s corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was taken to the operating room for correction of a pseudo aneurysm on the outflow graft and aortic anastomosis site. During surgery, it was noted that the outflow bend relief was partially engaged. There were no previous x-rays to confirm if the outflow bend relief was disengaged before the surgery or during the opening of the chest. The outflow graft was repositioned for full engagement and the end of the case, the outflow bend relief cuff was secured.